Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went to adjust stimulation the day of the call from 3.0 to 3.1 and then to 3.2 and felt like their bottom was burning up. The patient noted they went to use some cream and that didn¿t help, they lowered stimulation which also didn¿t resolve the issue. The patient lowered stimulation more to 1.4v on the call and they were still having the sensation. The patient was advised to turn the ins off and follow up with their healthcare provider. It was reviewed that if the burning sensation continued they may want to check with a healthcare provider what could be going on. On (B)(6) 2019 the patient called back with a continuation of the ¿burning in the uterus¿ event and updated that it hurt like the devil to sit down that morning. The patient stated they weren¿t sure if it could be an infection. The patient stated the applied monistat and it hurt and still burned, and to them it meant there was a disturbance in their uterus. The patient stated their healthcare provider told them to turn the ins off to see if the burning was from the ins. The patient had stimulation on at 0.1 so they turned stimulation off on the call. The caller wondered how this could have happened overnight and mentioned they were moving and packing boxes and thought it was possibly their nervous system responding to the move.the patient noted their healthcare provider recommended a gynecologist visit and they were redirected to follow up with a doctor for their symptoms. On (B)(6) 2019 the patient called back to report that they went to a healthcare provider due to a yeast infection. The patient stated the healthcare provider found the problem and they had a prescription, so the patient was calling for assistanc eto turn the ins on. The patient also mentioned as a result of stimulation being too high in the original call they had a back ache. The patient turned the stimulation on and increased from 0.0 to 2.5v where they felt stimulation comfortably. No further complications were reported.